Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and is being corrected on this follow-up # 01 MFR report:. 1. Section h. Box 6. Conclusion code 1 2. Section h. Box 10./11. Narrative/corrected data please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up # 01 MFR report. 1. Section h. Box 6. Conclusion code 2 the product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Hemoptysis is included as a possible complication in the instructions for use (IFU) for an indigo aspiration system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02601 h3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the right and left pulmonary arteries using an indigo system cat12 aspiration catheter (cat12) and an indigo system separator 12 (sep12). During the procedure, the physician performed thrombectomy in the right pulmonary artery using the cat12. The physician then completed three passes in the left pulmonary artery. Subsequently, while performing aspiration during the next pass, the patient started coughing and experienced hemoptysis. Therefore, the cat12 was removed. It was reported that the physician did not experience resistance while using the cat12 and sep12. It was also reported that there was no noticeable damage to the cat12 or sep12. The procedure ended at this point and the patient was intubated and was taken for a computed tomography (CT) scan.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02601.